Event description:
During evaluation of a returned intermate elastomeric device it was discovered that there was a broken fill-port. There was no patient involvement, and therefore no patient injury, medical intervention, or adverse event. There is no additional information.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 16, 2009 to february 17, 2009. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the fill-port was broken. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.